Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. Inspection of the soft cannula found no bends or kinks. Colored water was able to freely flow through the fluid path.d4 - lot no changed from blank to l46014. D4 - expiration date changed from blank to 4/16/2022. D4 - unique identifier (UDI) # changed from (B)(4). H4 - device mfg date changed from blank to 10/16/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19 mmol/l (342 mg/dl) while wearing the pod between 36 and 48 hours on the arm. Corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.